Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to cardiogenic shock. The patient was admitted with anasarca, ascites, signs and symptoms of bi-ventricular heart failure, acute on chronic systolic and diastolic pulmonary edema, acute, cardiogenic. The patient was status post covid-19 in (B)(6) 2023, which did not appear to contribute. It was noted that the patient had cirrhosis. The patient was given intravenous (IV) diuretics and underwent a computed tomography angioplasty (cta) and had x-rays of their ankle. The ankle x-ray showed tibiotalar joint effusion. The cta showed no aortic dissection or rupture but did show moderate volume ascites and body wall anasarca. The patient was started on a bumex (bumetanide) IV drip and given diuril (chlorothiazide) for aggressive diuresis with an inadequate response requiring initiation of milrinone. Despite continued escalation of diuretics, rapid response team (rrt) was called on hospital day 3 for increased work of breathing and the patient was transferred to the intensive care unit (ICU). A cardiac cta was done confirming outflow graft obstruction, and a point-of-care ultrasound (pocus) confirmed the left ventricular internal diameter end diastole (lvidd) did not decompress at the temporary speed of 9000. Cardiovascular and thoracic surgery (cvts) was consulted and given concern for cirrhosis requested hepatology consult prior to considering cardiac surgery. Hepatology was consulted and it was felt that patient had cirrhosis based on clinical findings and a biopsy was not needed. The patient was deemed very high risk for cardiac surgery from hepatology standpoint and it was not recommended to proceed with left ventricular assist device (lvad) exchange. There was long-segment mild narrowing of the lvad outflow graft that had resulted in effective lvad malfunction as the left ventricle did not decompress event at maximal temporary 9000 rpm. Destination therapy for lvad for body mass index (bmi) and not a dual-organ heart/liver transplant candidate. Unfortunately, milrinone and bumex (bumetanide) drops did not reverse the terminal process. The site discontinued milrinone and performed an extended alarm silence as the patient moved to do not attempt resuscitation (dnar) / allow natural death (and). Implantable cardioverter-defibrillator (ICD) tachycardia therapies were confirmed off. The device operated as expected and was not to return.

Event description:
It was additionally reported that the inflow cannula was oriented generally along the long axis of the left ventricle; no inflow cannula obstruction was noted. No large fluid collections or other significant abnormalities surrounded the pump housing. No significant abnormalities were along the visualized subcutaneous course of the driveline. Small amount of nonobstructive bilateral debris was noted in the bend relief. Numerous calcifications were seen along the walls of the outflow cannula. Moderate volume circumferential low attenuation material with eccentric curvilinear calcifications surrounded the entirety of the outflow cannula, new from june 2018 with resulting long segment slight reduction in outflow cannula caliber (average outflow cannula luminal diameter approximately 13-14 mm; previously 15 mm in 2018). Additionally, within the proximal/horizontal portion of the outflow cannula, focal eccentric calcified filling defect in the posterior outflow graft lumen resulted in mild luminal narrowing. No anastomotic complications of the outflow cannula with the ascending aorta.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: model number and catalog number have been corrected. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through review of the submitted image. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. It was reported the device operated as expected and will not be returned for evaluation. Review of the submitted cta image could not confirm the reported obstruction of the outflow graft. The distal end of the outflow graft visible in the image revealed shading that could be related to narrowing of the outflow graft; however, a direct cause could not be conclusively determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.